Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was contacted as part of the outreach program and the customer reported that the insulin pump went into threshold suspend mode due to discrepancies between the sensor glucose reading and the blood glucose reading. The customer's blood glucose reading was 118 mg/dl compared with the sensor glucose reading of 45 mg/dl. The customer did not have time to troubleshoot and stated she would call back after she tested the meter. Nothing was replaced or returned.